Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g4, g7, h2, h3, h4, h6, and h10. Olympus received the device with the reported issue of "jaws would not open during a therapeutic procedure" issue. Evaluation of the return device unable to determine the issue of jaws would not open during a therapeutic procedure as there were no malfunctions found with the subject device during visual inspection and functional testing. The lock function is working properly and the shaft has no indications of dents or physical damage. The handpiece was able to activate without issues observed. Device history record was reviewed and showed the product met all specifications upon release. Per the IFU (instruction for use): the device is packaged in the ¿latch on¿ mode. To use the ¿latch¿ mode follow the steps below. When the ¿latch¿ mode is on, the jaws will stay closed if the forceps grip is released when the grip has been fully retracted to handpiece. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device hacf0533 jaws would not open during a therapeutic procedure. The user opened and used another hacf0533 device from the same lot however, the same issue occurred. A third device was used and worked without any issues. The intended procedure was completed with no issue or delays. There was no patient harm or injury reported. No user injury reported. This report is related to report patient identifier (B)(6).